Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, moderately tortuous mid right coronary artery. A 4x12mm nc traveler balloon dilatation catheter (bdc) was advanced without resistance, and the balloon ruptured during the first inflation at 10 atmospheres (atms). A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices, or lesion calcification. In this case, it is possible that the balloon interacted with the patient anatomy and/or accessory device as longitudinal scratches were noted on the returned balloon; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.